Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 12. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.